Event description:
The pt was in the cath lab for a peripheral intervention. An angiosculpt scoring balloon, 5.0mm x 100mm x 137cm was inserted, inflated and ruptured resulting in the incarceration of cutting balloon and filter wire which needed surgery of the left common femoral artery.